Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d.6b, h6. Clarification to h.1.: type of reportable event: there are no reportable events associated with this complaint record.

Event description:
Previous medwatch submission noted, deflation. Healthcare professional, later reported, device was found intact, deflated, during surgery to drain. Upon further information, abbvie has determined, that the event of deflation did not occur.